Event description:
The customer reported approximately five (5) milliliters of clear fluid leaked from the probe while processing controls involving the coulter act diff 12 analyzer. The customer had on gloves and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has a risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed fluid leaked at the probe of the instrument. The fse replaced the diluent filters and tubing and resolved the fluid leak issue. Service activity performed was verified per established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).